Event description:
The customer stated that they received an erroneous result for one patient sample tested with ise indirect k for gen.2 on a cobas 4000 c (311) stand alone system. The sample initially resulted with a k value of 6.25 mmol/l, which was reported outside of the laboratory. The doctor did not believe the value, so he requested a new sample to be collected from the patient. A new sample was collected from the patient and tested, resulting with a k value of 3.6 mmol/l. The original sample was repeated on (B)(6) 2018, resulting with a k value of 4.40 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The k electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that the sample was slightly lipemic and found crystallization on the reference electrode. The acrylic block in the electrode chamber also was possibly not sealing correctly. He cleaned the electrodes and acrylic blocks of the entire ise system. He ran mechanical, electrical, and fluidics check of the instrument; results were optimal. Calibration and controls were run with no errors. Precision studies were performed and results were good. The instrument was working within specifications. The customer has been running the instrument without error. Calibration and controls were acceptable on the day of the event. Upon review of the alarm trace, no relevant alarms were seen. The observed high k result is in the range which is typical for issues related to pre-analytic handling. The investigation could not identify a product problem. The cause of the event could not be determined.